Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they were having issues with an unspecified number of patient samples tested on the cobas e 411 immunoassay analyzer (e411). The affected samples have initial results that are below the test range of the assay and when repeated, these samples have values within the normal range or they are sometimes high. The same issue occurs with serum or plasma samples. The issue occurs at around 4 tests per week. The customer provided data for one patient sample that had an erroneous result when tested for the elecsys hcg + beta test system (hcgb) on the e411 analyzer. The erroneous initial result was reported outside of the laboratory to the clinician. The actual date of event is unknown as the analyzer was back dated. The sample initially resulted as 0.630 miu/ml. The sample was repeated twice, resulting as 1120 miu/ml accompanied by a data flag and 1128 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 210151, with an expiration date of (B)(6) 2018.

Manufacturer narrative:
The field service engineer updated the instrument date as the customer had back-dated the instrument. He checked the customer's pre-analytic sample handling. The instrument maintenance was not found to be performed properly. He ran performance testing. He ran precision studies with control and patient materials. 100 tests were performed and results were all accurate with good precision. Controls were tested and the results were fully consistent and validated.

Manufacturer narrative:
The customer stated that they still continue to have issues after the service actions. The customer back dated the analyzer again after the service visit. The customer mentioned that some of the disposable pipette tips used on the analyzer appear to be blocked.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The customer could not confirm if the mentioned disposable pipette tips were manufactured by roche or a different manufacturer. The customer used 13 mm diameter tubes without sample disk adapters.